Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) to report having a transfer set disconnection while performing therapy on the homechoice (hc) machine. While the technical service representative (tsr) was trying to assist the care giver (cg), the nurse called in on the other line and was told to take the home patient (hp) to the hospital. The hp went to the hospital. There was no patient injury or medical intervention indicated at the time of the initial report. The peritoneal dialysis (pd) nurse was contacted regarding the reported disconnection. The nurse stated the home patient (hp) has a history of being confused and accidentally pulled off the transfer set from the catheter. The hp went to the hospital to have the transfer set replaced. The hp was given 1 gram of cefazolin prophylactically. The nurse stated there was no patient injury as a result of this incident. The hp has since resumed therapy successfully.